Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. . The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer does not remember how they addressed their bg level. Reportedly, customer continued to use the pump for insulin therapy